Event description:
It was reported that the right ventricular (rv) lead exhibited a drop in thresholds. It was also noted that the right atrial (ra) lead had a position check failure. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.